Event description:
It was reported that the control-iq algorithm suspended basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading ranged from "low" (specific value was not provided) to "high" (specific value was not provided), and the meter bg reading was "high" (specific value was not provided). As a result of the basal suspension, customer's blood glucose (bg) level rose to 1050 mg/dl with ketones. Customer gave a bolus via the pump to address bg level and was transported by emergency medical technicians to the emergency room and was subsequently admitted to the intensive care unit (ICU). Customer was treated with intravenous fluids of saline and insulin. Customer was released from the ICU 3 days later, on (B)(6) 2024, with the issue resolved and no permanent damage. Additionally, customer was using off label insulin (admelog) at the time of the event. Tandem technical support educated the customer on insulin labeling. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide states not to use any other insulin with this system other than u-100 humalog or novolog. H3 other text: device not returned.